Event description:
It was reported that during the pocket revision, the insulation of the right atrial (ra) lead was damaged with a cut. The lead was capped and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01, implantable pulse generator, (B)(6) 2013; 5076-52, implantable pacing lead, (B)(6) 2004; 407652, implantable pacing lead, (B)(6) 2013; 5867-3m, adaptor, (B)(6) 2013. (B)(4).